Manufacturer narrative:
Device eval summary: device eval of belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the trunk cable was pulled from the distribution node (dn), causing communication errors. The root cause of the damaged cable cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the defective trunk cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt's daughter contacted zoll customer support to report a code 204. The pt was provided with a replacement electrode belt.